Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was due to the battery pack tri-cells being mis-matched. As received, the battery was unable to power on a monitor or charge. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to recognize batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was due to the battery pack tri-cells being mis-matched. As received, the battery was unable to power on a monitor or charge. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack. A us distributor reported that a battery was unable to power on a monitor.